Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that the display was showing a ¿call your doctor¿ icon. It was noted end of service ¿eos.¿ it was noted that the reporter stated that the programmer stopped working on friday 2013 (B)(6). It was noted that the batteries were taken out and put back in and the programmer was working. Additional information received reported the cause of the event was unknown. It was reported the event was attributed to battery pack fail, and that the ins had unknown battery depletion. It was reported that surgical intervention occurred, and the patient had a battery replacement/exchange on 2014 (B)(6). It was reported there was satisfactory impedance testing. The patient didn¿t require hospitalization, and outcome was reportedly ¿non-serious injury/illness

Manufacturer narrative:
Product ID 37092, lot# 279260001, implanted: 2011 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).